Event description:
Boston scientific received information that during an ablation procedure, the pacemaker's estimated remaining battery longevity was checked and was estimated to last up to 1-1.5 years still. The physician opted not to replace the device at the time of the ablation. It was also reported that the outputs were increased with the procedure. A few months later, the patient's advocate was upset after it was determined that the pacemaker had declared elective replacement indicator (eri) two days after the patient had undergone the ablation procedure, stating that the confusing longevity calculations have resulted in two surgical procedures for the patient. Boston scientific technical services (ts) discussed that the device should be analyzed once explanted and that the history of the device readings should be assessed to verify the issue. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.